Manufacturer narrative:
The device was returned as part of the asset return process. During incoming inspection, a leakage was found in the forceps elevator. The adhesive around the light guide lens had foreign objects and the distal end had residual liquid due to insufficient cleaning. The distal end and light guide lens had corrosion. The distal end was shaved. Additionally, the air/water cylinder and suction cylinder had no color. The scope connector case had a dent. Due to a cut on heat shrinking tube of forceps elevator, expected insulation capacity could not be obtained. Due to fray of knob wire, forceps skip or sway on the upper half of the endoscopic image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the forceps elevator. An adhesion of the material around the light guide lens glue section and distal end was observed. However, the material could not be identified. A definitive root cause for the reported foreign material could not be identified. This issue is addressed in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. The instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Device history record (DHR): ¦whether the subject device was manufactured in accordance with specifications reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. ¦whether non-conformity device associated with the subject device has been identified internally there was no non-conformity of the device during manufacturing. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive around the light guide lens had foreign objects and the distal end had residual liquid. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.